Event description:
A report was received that a patient had a suspected infection at the pocket site. Symptoms were swelling and soreness at the site with tissue underneath the incision site that was hard. The patient was administered oral antibiotics and did well. The event was believed to be nondevice related.